Event description:
It was reported that balloon rupture occurred. Two 2.50mm x 12mm nc emerge balloon catheters were advanced for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.